Event description:
During a laparoscopic cholecystectomy procedure, the clips scissored when applied on the cystic duct. Five days post-operatively, the pt was brought back into the operation room and a re-operation was performed to correct the necrosis of cystic duct. The pt's status is satisfactory.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA.